Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v802321, implanted: (B)(6) 2011, product type: lead.

Event description:
It was reported that the patient was having pain on her tail bone and rectum. She couldn't sit too long as it was uncomfortable couldn't have cycling because it felt like a balloon was blowing up on her tail bone. It was noted that the ins was not helping with symptoms and this had been happening since the time of implant. It was also reported that the patient experienced infections and it caused the urgency. It was noted that when the patient was going through the trial everything went great. The patient had been reprogrammed several times and stimulation was at 0.40-0.65v because she was so sensitive. Additional information has been requested, but was not available as of the date of this report.